Event description:
Caller reported a cartridge alarm 30, but there was no adverse impact on the customer's blood glucose level. Despite the issue not occurring during the load process and there being no prior history of certain cartridge alarms with the pump, consecutive cartridge alarms were confirmed. Cts decided to replace the pump, and the customer was instructed to return the problematic pump using the provided return box and pre-paid label. The customer was guided to program the new pump settings and connect their cgm to the replacement pump and was given storage mode instructions for the old device. Replacement pump shipped with software version 7.10.2 with an advised update available in the customer's account. Customer's insulin delivery remains uninterrupted with the continued use of their current pump meanwhile.